Event description:
It was reported that the system monitor top portion of the screen was blacked out and was not responsive to touch. The monitor was to be sent in for service/repair.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event, of the system monitor the display not working and parts of the screen being blank, was not confirmed when the unit was checked by technical service. The system monitor operated properly. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in feb2017. The packaged system monitor (part number 1286) was placed into inventory on 22feb2017. The unit was shipped to the customer on 05mar2017. There were no previous services. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (rev b p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.